Manufacturer narrative:
(B)(4).

Event description:
It was reported that a partially fractured shaft occurred. The target lesion was located in the right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the device delivery shaft was partly fractured. Device was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter in the hoop. A tactile and microscopic inspection of the tip, distal shaft, collar and hypotube revealed a complete separation of the shaft at the collar with the ptfe fully pulled out from the collar. Also, a damaged tip was noted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a partially fractured shaft occurred. The target lesion was located in the right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the device delivery shaft was partly fractured. Device was completed with another of the same device. No patient complications were reported and the patient's status was stable.